Event description:
Customer experiencing discrepant total and free psa results for one pt, when compared to repeat results from a different analyzer. Initial total psa gave 3.46 ng/ml; repeat gave 4.62 ng/ml. Initial free psa gave 4.40 mg/ml; repeat gave 3.12 ng/ml. No information provided to determine if pt was adversely affected due to the results. If additional info is rec'd, appropriate notification will be provided.